Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. The patient's bone condition, oral hygiene, or behavior may have also contributed the failure of the implant. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant failure due to infection. No further information was provided. Bone quality at time of implant failure was reported as type ii.